Manufacturer narrative:
(B)(4). Multiple attempts have been made to obtain additional information (patient information, stock/lot number of the device), however, the healthcare provider did not provide any information. Reference exemption number e2017029.

Event description:
It was reported a rib plate broke.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.